Event description:
Chest excoriation and redness.

Manufacturer narrative:
We received 3 letters (mw5111256, mw5111257, mw5111259) from FDA that one hospital reported 3 skin reactions while using ECG electrodes. In two of the reports the mentioned lot number did not exist. We have conducted skin irritation/sensitization testing for both hydrogel and hydrocolloid sections of the EKG electrode in accordance with the guidelines of the international organization for standardization 10993 part 10. The results were categorized as negligible. Based on the clinical information provided and the supplier test results we were not able to determine a definitive cause for the reported incidence. Possible causes that could not be ruled out include malfunction of the monitoring device, acrylic skin sensitivity, and/or hyper-reactivity of the infant's immature skin/immune system. Per complaint ratio calculation this incident seems to be rare to happen. This line of product has a compatibility test and result (B)(4) on file. This complaint will be monitored for trending purposes and has been added to the related logs and charts.